Manufacturer narrative:
Unit received a64 alarm during self test due to faulty y1 rf board. Unit received lost sensor alarm due to faulty y1 rf board. Pump passed displacement test, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test. Pump received with cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was not receiving blood glucose information from the meter. The customer also reported receiving lost sensor alerts. Blood glucose level at the time of the incident was 228 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.